Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial hcg + b result was 300 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and the result was >10000 miu/ml. The sample was rerun and diluted automatically by the instrument with a result of 38214 miu/ml. The result of 38214 miu/ml was believed to be correct and this result was reported outside of the laboratory. A new sample was obtained on (B)(6) 2017 and the hcg + b result was 43368 miu/ml. This result was not questioned. No adverse event occurred. The hcg + b reagent lot number was 24044405 with an expiration date of 31-aug-2017. The field service engineer (fse) visited the customer site and did not identify any issues. Multiple parts of the instrument were checked including alignments and proper rinsing functionality. Instrument tests were performed and all results were within specification.

Manufacturer narrative:
The repeat of the initial sample was performed on (B)(6) 2017. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration and qc were acceptable. A general reagent issue is not suspected. The customer did not use rack adapters. Multiple "abnormal sample aspiration" alarms were observed during a review of the alarm trace. Possible root causes may be related to the customer not using rack adapters. The customer did not provide all pre-analytical details. There may be issues with sample quality due to pre-analytic conditions at the customer site. An additional root cause may be related to insufficient maintenance.